Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing causing the device to mark arrhythmia episodes as terminated while still in progress and possibly not staying in mode switch during episodes. The company representative was contacted to reprogram the rate. The lead remains in use. No patient complications have been reported as a result of this event.